Event description:
It was reported that the initial surgery was on 10/09/13. Three days later, patient had pain and x-rays showed a detached glenosphere. Revision on (B)(6) 2013. One month later, glenosphere is detached again and the base turned. Revision on (B)(6) 2013. Patient received another manufacturer's prosthesis in a second revision.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.